Event description:
This pi is for revision of the patient's left knee on (B)(6) 2022. Sales rep provided a usage showing that the patient had a previous revision on (B)(6) 2022. A 7x11 cs insert was exchanged for another 7x11 cs insert. Reporting rep was not present for the procedure. Reason for revision was possible infection.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5510f601; triathlon cr fem comp #6 l-cem; lot# nax7r. Cat# 5521-b-700; tri ts baseplate size 7; lot# g4l7ha. Cat# 5551-g-381-e; triathlon asymmetric x3 patella; lot# 4ye9. Cat# 6194-1-001; simplex hv us 1 pack; lot# 112aa907kb. Quantity 2 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not returned to the manufacturer.